Event description:
Information received indicates the casters no longer hold in the brake position.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.